Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked display window, a cracked case near the display window corners, a cracked reservoir tube and tube lip and window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 186 mg/dl. The customer stated that she was priming her insulin pump this morning and the insulin pump stopped and no delivery. The troubleshooting was performed. The customer insulin pump need to be replaced. The customer was advised to revert to back up plan per health care provider instructions.